Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photos for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has conducted further investigation relating to this issue and has identified potential root causes relating to the manufacturing process. As a result, corrective actions have been established and are in the process of being implemented. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had clotting and poor barrier separation. This was discovered during use. The following information was provided by the initial reporter: material no. 362753 , batch no. 9087915.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had clotting and poor barrier separation. This was discovered during use. The following information was provided by the initial reporter: material no. 362753 batch no. 9087915. (4 of 4) subject 05-003. It was reported that site is seeing an increased red blood cell contamination and clotting. Pr opened due to customer providing two patient identifiers for date of event: (B)(6) 2019. Can you please get me the exact number of tubes that have exhibited the clotting and high rbc contamination? Ar: I heard back from my contact that detected the issue with the samples having too many red blood cells on friday. It was for 2 subjects, subject 05- 001 and subject 05-003. It was 1 sample for each of them so a total of 2 samples. Were the tubes that showed clotting and rbc contamination still processed to pbmcs or were the samples rejected? Ar: he [lab] indicated that he was able to process and stain both samples, it was just the issue of too many rbcs. The sample for subject 05-002 that was sent yesterday was fine, no issues and he will be staining it today. So, I'm stumped as to what happened since nothing changed in the processing. Can the clinical site send a picture of the clotting? Ar: the sample that I drew today for subject 05-002 did not have a clot in it, so at this time I don't have a sample to show. Are the cpt vacutainers stored at room temp? Ar: all of our tubes/kits are stored at room temperature. Are cpt vacutainers the last tube collected in the kit? Ar: the cpt tube is drawn last every day unless it is a day when there are whole blood tubes, then per the lab manual, the lavender tops are drawn last and the cpt tube is drawn just prior to the lavender.